Event description:
The customer reported to our sales rep, that during surgery ths distal locking was imprecise, and they had to end the surgery with one lock instead of two.

Manufacturer narrative:
Additional info has been requested and if received, will be provided on a supplemental report.